Event description:
New information notes that programming changes were made. Patient unaware of any issue at the time and remains stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and induction testing were recommended. Device remains implanted.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2017-17807, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).